Event description:
Intera was informed by a healthcare provider that an intera 3000 hepatic artery infusion pump was explanted at the patient request after two cycles of floxuridine. The provider later stated the following: the patient had a heavily pre-treated liver. After a couple cycles of hai, the patient developed high volume ascites. Some of the ascites tracked into the pump pocket. When the pump was refilled, the patient leaked ascites from the needle stick site which would not stop leaking. We ultimately removed the pump and patient recovered. The provider stated they did not believe this was a pump issue, rather and issue of disease process/liver disease from prior chemotherapy.

Manufacturer narrative:
No device deficiency was alleged in the complaint report. If further information is received at a later date, a supplemental report will be filed.